Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient was implanted on (B)(6)2010 and underwent revision on (B)(6)2018 due to pain, elevated metal ions, fluid collection, metallosis, armd. Review of received data: surgical report: surgical report, dated (B)(6) 2010: postoperative diagnosis: severe osteoarthritic changes of the left hip. Treatment: left total hip replacement, metal on metal, trabecular metal stem. Description of procedure (summary): incision and resection of the head which was completely denuded of cartilage on the topside with chondromalacia throughout the rest. Progressive reaming of the femur until broach 15 which can be fully seated with an anteversion of 17°. The acetabulum was progressively reamed to a size 57. A 58-cup durom metal·on·metal trabecular was placed into approx. 45 degrees of verticalis and about 23 degrees of anterior effacement. The first x-ray showed inappropriate positioning of the hip, therefore, the position was adjusted without changing the components and another x-ray was taken. Assessment of excellent leg lengths, fit, fill, offset and position of the hip. Selection of a size 15, nonoffset trabecular metal stem which was placed with excellent stability. Matching durom head was placed on the cleaned and dried morse taper, impacted and checked for stability. The hip was reduced and brought through a full range of motion. The wound was irrigated and closed. Surgical report, dated (B)(6) 2018: postoperative diagnosis: painful left total hip arthroplasty with metal-on-metal articulation. Treatment: revision left total hip arthroplasty, change of the femoral head to dual mobility bearing. Description of procedure (summary): previous surgical incision was reopened. The bursa was inflamed and stained with metallic-appearing material. Also in the joint, there was inflammation and metallosis. The hip was dislocated and the head removed. The femoral stem was assessed and found to be well fixed and properly positioned. Acetabular component was also found to be stably fixed to the bone. There was moderate surrounding osteolysis. Extensive debridement was performed of inflamed and metallic-appearing tissues. There was a modest amount of metallosis around the trunnion as well. We heard back from pathology that there were a few focal areas of pmns. This placed the risk of infection, as the patient had a history of a spine and surgical infection in the past; therefore, the cup was not revised. The representative present in the or had a dual articulation surface available, which allowed us to retain the cup while still eliminating the metal-on-metal articulation. Components were inserted, the hip was irrigated and reduced. Closure of the surgical site. Surgical report, dated (B)(6)2018: postoperative diagnosis: dislocated left total hip arthroplasty. Treatment: closed reduction, dislocated left total hip arthroplasty. Surgical report, dated (B)(6) 2019: postoperative diagnosis: failed left total hip arthroplasty. Treatment: revision left total hip arthroplasty, change of acetabular component and femoral head. Patient data: (B)(6) male, born (B)(6) 1946. Medical history: severe osteoarthritic changes of the left hip. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient was implanted on (B)(6)2010 and underwent revision after 8 years and 6 months in-vivo on (B)(6)2018 due to pain, elevated metalions, fluid collection, metallosis, armd. Medical records, consisting of implantation and revision report, were provided and reviewed. Patient underwent initial left tha on (B)(6)2010, no intraoperative complications were noted. Patient underwent a revision procedure (B)(6)2018 due to pain, elevated metal ion levels, metallosis and altr. It was decided to not revise the cup due to the patient's higher risk of infection given from pathology report. The cup and stem were well fixed and stable. Moderate osteolysis was noted as well as a moderate amount of metallosis around the trunnion. The head and head adapter were explanted. Biolox head and active articulation bearing implanted. Except of the surgical reports, no medical records such as lab reports to attest the elevated metal ion level, office visit notes, intraoperative images or x-rays have been received. Therefore, the reported elevated metal ion level and the reported altr could not be confirmed based on the provided data [1]. Further, as no product was returned visual and dimensional evaluation could not be performed. The quality records show that all specified characteristics of the mmc cup, the ldh and the ldh adapter have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the given information and due to the unavailability of the products a detailed investigation could not be performed. A specific root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2020-00078-2, 0009613350-2020-00240-1.

Event description:
Investigation done.

Manufacturer narrative:
Concomitant medical products: femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 15 160 mm stem length cementless; catalog#: 00786401500; lot#: 60936564. Therapy date: (B)(6) 2018. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain, elevated metal ions, fluid collection, metallosis, altr.